Event description:
A patient reported that the meter allegedly was reading insert strip. Customer had been cleaning the meter incorrectly. Certain incorrect methods of cleaning could cause the meter to produce error messages. Ccr was unable to resolve the insert strip issue on pt's lfs meter.